Manufacturer narrative:
The ultipaq platinum microcoil 3 mm x 6 cm (fsr10030620/f49414) came out in in an odd fashion and felt wrong to the physician so he decided to use another (same type and brand) without issue. It was noted during analysis that he coil was received severely damaged. The coil was received severely damaged. The evidence as received suggests that mechanical sheath damage in multiple sections opened the skive. This allowed the device positioning unit (dpu) to protrude outside the sheath distal to the resheathing tool. In this condition, coil advancement is extremely difficult. The circumstances of how the sheath damage occurred cannot be determined. In addition, without the return of the microcatheter and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
The ultipaq platinum microcoil 3 mm x 6 cm (fsr10030620/f49414) came out in in an odd fashion and felt wrong to the physician, so he decided to use another (same type and brand) without issue. It was noted during analysis that he coil was received severely damaged.